Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) is implanted with three percutaneous leads from two lots. It was reported, the pt is not receiving stimulation from the 8-channel lead. He reportedly desires therapy to his back but is only receiving stimulation in his buttocks and legs. Attempts to gin effective coverage via reprogramming resulted in abdominal stimulation . The pt also reportedly experienced shortness of breath during the reprogramming session. Details regarding the next course of action have not been disclosed.